Event description:
Device complication:none, time of complication:during hospitalization, symptoms:hypertension, confusion. During hospitalization the patient experienced hypertension and confusion. Although, the patient condition was improving it was not completely resolved within 24 hours.

Event description:
Guidant's medical experts evaluated this pt's event and concluded on 12/2006 that the pt experienced a minor ischemic ipsilateral stroke.